Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade IV. The reported event or events are physiological complications (capsular contracture grade IV), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade IV, physical deformity, some dissymmetry". This record is for the right side. Device was explanted.